Manufacturer narrative:
E1 - initial reporter phone is (B)(6). The device is available for investigation- it has not been received.

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where the customer reported a leakage on the filter vent during drug infusion. There was no drug exposure to anyone. There was patient involvement but no patient harm. No further information is available for this complaint.

Manufacturer narrative:
D9 - date returned to mfg on 4/15/2024. Received one used list #142730490 plum burette set attached to a bag spike adaptor w/ spiros and a sodium chloride bag. As received the blue clave on the burette was observed to be partially separated. The semi-rigid male adaptor of the clave was beginning to break. The deformation on the area was had a smooth section and a section showing beach waves and it was at a slight angle. The set and its mating devices were leak tested per specification. No leakage was observed. The complaint of leakage on the filter vent cannot be replicated or confirmed. During the investigation a partial separation between the blue clave and burette was found that lead to a leak. The probable cause of the partial separation is due to unintentional bending forces applied during use. A DHR lot # review could not be conducted because no lot number(s) was/were identified.